Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the objective lens was cracked and dent on outer tube was cause traced to component failure and for minor stain under cover glass was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited objective lens was cracked, dent on outer tube and minor stain under cover glass. There was no patient involvement.